Manufacturer narrative:
A typo was made in the 5th paragraph product code. The correct product code is onxm-25. The information was reviewed. An onxm-25 sn (B)(6) was implanted on (B)(6) 2025 in a 63-year-old female patient and a completed implant registration card (irc) was submitted to the manufacturer with "pt deceased" notated in red ink on the irc and an investigation was opened. No additional information or medical records were received, and the valve was not returned for evaluation despite repeated attempts to obtain details from the hospital and implanting surgeon. Due to the lack of medical records, there is insufficient information to determine the probable cause of the patient¿s death or whether it was related to the valve, the surgical procedure itself, or an unrelated complication. The instructions for use [IFU] for the on-x valve acknowledge death as potential consequence of a complication following prosthetic valve replacement. Published data estimate an operative mortality rate of 4.5% following mitral valve replacement surgery (bowdish et al.). The root cause of the patient's death cannot be determined as no information was provided by the hospital or surgeon. No further action is required without further information.

Manufacturer narrative:
An implant registration card with a handwritten note "pt deceased" was received. This investigation is relegated to onxm-25 sn: (B)(6) for the allegation of death. Date of onxm-25 implant: on (B)(6) 2025. Patient date of death: on (B)(6) 2025. The user facility declined to give any information regarding this inquiry. No additional information forthcoming. The manufacturing records for the onxm-25 sn: (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. The information was reviewed. An onxmc-25/33 sn: (B)(6) was implanted on (B)(6) 2025 in a 63-year-old female patient and a completed implant registration card (irc) was submitted to the manufacturer with ¿pt deceased¿ notated in red ink on the irc and an investigation was opened. No additional information or medical records were received, and the valve was not returned for evaluation despite repeated attempts to obtain details from the hospital and implanting surgeon. Due to the lack of medical records, there is insufficient information to determine the probable cause of the patient¿s death or whether it was related to the valve, the surgical procedure itself, or an unrelated complication. The instructions for use [IFU] for the on-x valve acknowledge death as potential consequence of a complication following prosthetic valve replacement. Published data estimate an operative mortality rate of(B)(4) following mitral valve replacement surgery (bowdish et al.). The root cause of the patient¿s death cannot be determined as no information was provided by the hospital or surgeon. No further action is required without further information. The root cause of the patient¿s death cannot be determined as no information was provided by the hospital or surgeon. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. A complaint and recall query was performed for onxm-25 sn: (B)(6) to identify previously reported complaints or recalls associated with this serial number. No complaints or recalls were identified for this serial number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
Field assurance received an implant registration card with a handwritten note "pt deceased". This investigation is relegated to onxm-25 sn (B)(6) for the allegation of death. User facility declined to give any information regarding this inquiry. No additional information forthcoming.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.